Event description:
Asku

Event description:
It was reported the patient died eighteen days after device explant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died eighteen days after device explant. Follow up later revealed patient admitted to hospital six days prior to death with elevated temperature, chills, shortness of breath. Diagnosed with pneumonia and probable left leg cellulitis. Transferred to intensive care unit after becoming unresponsive, family opted to make the patient a do not resusitate, and the patient died. Final diagnosis was septicemia, pneumonia, acute kidney failure, acute respiratory failure, diabetes(type 2), systolic heart failure, chronic kidney disease, paroxysmal ventricular tachycardia, atrial fibrillation, primary cardiomyopathy, lower limb ulcer, sepsis. There was no allegation from the health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.